Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: one protector and vial was provided to our quality team for investigation. The product was visually inspected, no damage or defects ere observed on the protector or protector membrane however, it was noted the protector was fitted to the vial at an incline and there was a small opening between the vial and protector. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane, as a valid lot was not provided for this incident, a device history review could not be performed. While we could not replicate the reported failure, based on the sample evaluation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. H3 other text : see h.10.

Event description:
It was reported that bd phaseal¿ protector p53j leaked chemo. This was discovered during use. The following information was provided by the initial reporter: this is a report about leakage of chemo between the protector and the vial. The drug used is cisplatin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: the customer provided lot #190115. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd phaseal¿ protector p53j leaked chemo. This was discovered during use. The following information was provided by the initial reporter: this is a report about leakage of chemo between the protector and the vial. The drug used is cisplatin.